Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Troubleshooting found that the direct current power supply (dcps) in the m cabinet of the system was burnt out. The fse replaced the dcps. The dcps was returned for analysis. The dcps had failed due to a burnt printed circuit board in the power distribution fantray field replaceable unit. After the dcps was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to power on. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.